Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was only bolusing using carbs. Resulting in the customer receiving more insulin due to the bolus acting against the current blood glucose (bg) and the incoming carbs. The customer's bg level displayed as ¿low¿; however, a specific value was not provided. Customer consumed glucose tablets to address bg. Multiple attempts were made by tandem clinical support to educate the customer regarding bolusing by using only carbs, however, no response was received by the customer.